Event description:
Reportedly, after the third attempt to operate stapler, it misfired. Patient had 'serious air leak'. The surgeon used another device to complete the case. The patient remained in the hospital for eight days. Patient was released to home and is fine.